Event description:
It was reported that the needle (pin) of a 2.5mm coupler was tilted. The issue was further described as, "the vascular anastomosis did not fit properly". This was observed during an intra-op procedure. The anastomosis was redone with a new device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. Upon receipt the approximated coupler rings were visually inspected for the reported problem. The coupler product was returned in a sterilized bag with rings joined together. There was no protective holder or jaw assembly returned with the rings. Upon inspection there were visible signs of use such as dried tissue and blood. During the inspection, a bent pin was observed on the returned coupler rings. With evidence of everted tissue visible on the returned coupler ring, it is unknown if the bent pin may have occurred during preparation for or in use during the surgical process. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.